Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with three heat stake post broken on the battery cap noted. Pump received with scratched case, pillowing keypad overlay, scratched keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, end cap address label faded, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.   The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump repeatedly alarmed pump error. The customer reported that the alarm occurred every three hours. The customer also indicated that the insulin pump was cracked. Customer's blood glucose was 115mg/dl at the time of incident. The insulin pump will be returned for analysis.